Event description:
It was reported that the pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. The health care professional (hcp) wanted to know if the patient can undergo magnetic resonance imaging (MRI) with this impedance measurements. Technical services (ts) reviewed and stated that there could be potential lead fracture and there were some fluctuations in the impedance seen in the daily measurements since the device was implanted. Ts stated that there was some noise noted on the arrythmia logbook with a very fixed frequency and amplitude, which could indicate an external source and confirmed that this pacemaker system would not be MRI compatible. This rv lead remains in service. No adverse patient effects were reported.